Manufacturer narrative:
(B)(4).

Event description:
It was initially reported that the pt was experiencing a change in therapy effect with increased baseline spasticity. The symptoms occurred during a normal refill cycle with an increase in spasticity beginning 2 weeks ago. This was the first occurrence. The pt was scheduled for CT scan & x-ray on (B)(6) 2010 and scheduled to see the hcp on (B)(6) 2010. The hcp had instructed the pt to go the local ER if needed. The pt was at home in fair condition at the time of the report. It was later reported that the pt fell and was admitted to the hospital for eval. The pt experienced worsening of spasticity. The hcp planned to refill the pump a day earlier than scheduled. Device troubleshooting was planned. A f/u report will be sent if add'l info becomes available.